Manufacturer narrative:
After battery installation device gave an unexpected partial display with vertical lines on display due to cracked or broken traces on lcd glass between the lcd controller and the lcd image area. Device passed displacement test and self test. Test infusion set/p-cap locks in properly. Device received with corroded battery tube, corroded electronic assemblies, cracked case, cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the display of insulin pump was flashing and had horizontal stripes on it. The customer¿s blood glucose level was unknown. Customer reported that the y don't have pens and they will used as long the insulin pump was working. The customer was advised to discontinue from the insulin pump at the quick release and to revert to the back-up plan. The insulin pump will be returned for analysis.